Event description:
Note: this report pertains to one of two complaints that occurred during the same event. Refer to manufacturer report #'s 3005099803-2011-01498 and 3005099803-2011-01499. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used to treat a bleed in the duodenum during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2011. According to the complainant, during the procedure, a resolution clip (manufacturer report # 3005099803-2011-01498) was positioned within the patient's duodenum. Upon opening the clip, it fell off the catheter into the patient's duodenum. The physician retrieved the clip using a retrieval net. A second resolution clip (manufacturer report # 3005099803-2011-01499) was positioned within the patient's duodenum and the same issue occurred. Upon opening the clip, it fell off the catheter into the patient's duodenum. The clip was left inside the patient in the open position. The procedure was completed using epinephrine to control the bleeding. Attempts to obtain additional patient information have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Clip detached from tissue with open prongs. The complainant indicated that the device was left inside the patient and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.